Manufacturer narrative:
This report is submitted on may 28, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019 because of an infection at the abutment site. A new device was implanted at the same surgery.